Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 450 mg/dl with a trace of ketones. The customer thought the infusion set site may have been the cause of the high bg and it was changed out. No damage to the cannula was reported. After changing out the cartridge, a malfunction alarm was received and the bg was approximately 300 mg/dl. Insulin injections were administered to address the bg level. Tandem technical support assisted the customer with clearing the alarm and insulin delivery was resumed.